Manufacturer narrative:
Device manufacture date corrected from blank additional codes - corrected to include f2301. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay resulted from the advancement issue. No valve was implanted as the delivery catheter system (dcs) could not pass the iliac artery and the nose cone was pulled out through the arteriotomy as usual.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the delivery catheter system (dcs) was inserted into the right femoral artery, which had a minimum diameter of 5.1 millimeters (mm). During advancement of the dcs, the nose cone separated and interacted with calcification, causing an access site perforation. Subsequently, a stent was placed. Per the physician, the patient's peripheral artery disease contributed to the event. Additional information was received that a procedural delay resulted from the advancement issue. No valve was implanted as the dcs could not pass the iliac artery and the nose cone was pulled out through the arteriotomy as usual.

Manufacturer narrative:
Corrected data: h6. Annex a code (a150204) was erroneously omitted from the previous reports. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one fluoroscopic media file and one static image were reviewed. The patient¿s executive summary was available, permitting complete anatomical assessment. Patient¿s aortic valve appeared to be moderately calcified with an annulus perimeter that measured 73.6mm with a perimeter derived diameter of 23.4mm suggesting a 29mm evolut. Patient¿s aortic annulus appeared to have protruding calcium extending to the left ventricular outflow track. Bilateral iliofemoral arteries appeared to be calcified with diameters 5mm. As stated in the instructions for use (IFU): patients must present with transarterial access vessels with diameters that are =5.0 mm when using model d-evolutfx-2329. In this case, transfemoral access was prohibited. Evidence suggests that right transfemoral access was used. It was reported that difficulty advancing the delivery catheter system was encountered and a subsequent peripheral angiogram revealed a possible right iliac perforation. It was documented that further attempts to implant the valve was aborted and peripheral intervention was performed. Images documenting the advancement of the delivery catheter system were unavailable; therefore, it is not possible to provide an assessment regarding the reported nose cone separation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the delivery catheter system (dcs) was inserted into the right femoral artery, which had a minimum diameter of 5.1 millimeters (mm). During advancement of the dcs, the nose cone separated and interacted with calcification, causing an access site perforation. Subsequently, a stent was placed. Per the physician, the patient's peripheral artery disease (pad) contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.